Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed high out of range (oor) right atrial (ra) pacing lead impedance (pli) measurement. Isometrics and manipulations were performed. No noise and inappropriate events were observed. Additional information received indicated that the cause of the oor impedance measurement was not determined and changes noted were possibly related to medication regime and overall cardiovascular status. The physician will continue to monitor the patient. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Additional information was received that the patient presented after experiencing three shocks. Upon interrogation it was noted that all of the shocks were appropriately administered for fast ventricular tachycardia (vt) and all shocks converted the patient. Further review found continued out of range pacing impedance measurements of greater than 2500 ohms for the implantable cardioverter defibrillator (ICD) and right atrial (ra) lead. The patient noted that the impedance on the ra lead has been out of range since implant. The ICD and ra lead remain in service and no adverse patient effects were reported.